Manufacturer narrative:
The device has not been returned for analysis. As such, physical analysis has not been conducted in our laboratory. As no further objective evidence is available, the reported observation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device, and non-boston scientific left ventricular (lv) lead, triggered a lead safety switch due to high, out of range pacing impedance (greater than 3,000 ohms) and increasing thresholds. The physician will monitor the patient closely, and prefers to not reprogram the device at this time. The device remains implanted. No adverse patient effects were reported. New information was received as the stimulation threshold increased to 1.7 v, we increased the output amplitude to 3 v. Reprogramming device by switching to unipolar, the impedance remains stable at around 900/1000 ohms. We left the device in unipolar programming on. The device remains implanted. No adverse patient effects were reported.